Event description:
It was reported to philips that there was a failure message of "shock equipment malfunction". There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on philips heartstart mrx defibrillator indicating that the device displayed a failure message stating "shock equipment malfunction". There was reportedly no patient involvement. Based on the information available, the customer has taken responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue, at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event. The device remains at the customer's site. No further action is warranted at this time. H3 other text : customer to resolve.